Event description:
PICC qualified nurse opened a micro-introducer to practice going through the steps of inserting a PICC line using a micro-introducer technique. He noticed that the dark gray peel-apart introducer had small piece that was hanging on the end of it. When he separated the light gray inner part from the dark gray peel-apart the small circular piece fell off. If he had been using this on a pt the small piece could have gone into their circulation. In addition, also have suspended 50 each of part number 0678950, universal microintroducer kit, 5 fr.

Event description:
In 2004 PICC qualified nurse- opened a micro-introducer to practice going through the steps of inserting a PICC line using a micro-introducer technique. He noticed that the dark gray peel-apart introducer had a small piece that was hanging on the end of it. When he separated the light gray inner part from the dark gray peel-apart the small circular piece fell off. If he had been using this on a pt te small piece could have gone into their circulation. In addition, have also suspended 50 each of part number 0678950, universal microintroducer kit, 5 fr.